Manufacturer narrative:
Physio-control was later made aware by the customer that the device was permanently removed from service. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be conclusively determined. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer contacted physio-control to report that when attempting to power on their device intermittently, the device would not complete a boot cycle. The customer advised that when this occurred, the device would reset itself during boot up. Sometimes the device would complete the boot cycle after resetting itself several times. At other times the device would remain in a continuous reset loop and not complete the boot up.in this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer contacted physio-control to report that when attempting to power on their device intermittently, the device would not complete a boot cycle. The customer advised that when this occurred, the device would reset itself during boot up. Sometimes the device would complete the boot cycle after resetting itself several times. At other times the device would remain in a continuous reset loop and not complete the boot up. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.